Event description:
During a pulmonary vein isolation procedure, an effusion occurred requiring a pericardiocentesis. Once all diagnostic and ablation catheters were removed, an effusion was observed on ice. The patient remained stable, and the effusion was drained as a precaution. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulmonary vein isolation procedure, an effusion occurred requiring a pericardiocentesis. Once all diagnostic and ablation catheters were removed, an effusion was observed on ice. The patient remained stable and asymptomatic, and the effusion was drained as a precaution. There were no alleged performance issues with any abbott devices. Ablation was performed using 70w which goes against the tactiflex instructions for use.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The event description indicates that ablations were performed at 70w. Tactiflex ablation catheter, sensor enabled instructions for use states "set the initial power level and the initial temperature limit within the settings outlined in the general recommendations table under recommended rf application parameters." The referenced table only recommends power up to 50w. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported effusion and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.